Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows were replaced, breathing unit cleaned and orings lubricated to resolve the issue.

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. There was no report of patient involvement.